Event description:
Inbound pt reporting another leaking tubing, same lot number as before. Lot 57x503. She says it is not as bad as the first leak. No further details provided. Diagnosis or reason for use: pah.